Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: a manufacturing review could not be conducted as the lot number is unknown. Visual inspection: a partial introducer sheath and deployed filter was returned. The sheath segment measured approximately 10.2cm in length. The sheath was cut longitudinally along the entire length of the segment. No skiving was found inside the sheath. The filter exhibited 6 legs and 6 arms present and intact. No anomalies were noticed. Functional/performance evaluation: the blue sheath hub was cut in two pieces exposing the inner surfaces of the hub and sheath. Upon visual examination of the inner hub surface, no anomalies were noticed. Dimension evaluation was performed on the filter and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: based on the returned sample condition (the filter was not returned stuck inside the introducer sheath), the complaint investigation is inconclusive for the filter allegedly failing to advance through the introducer sheath. The definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the meridian filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck in the deployment sheath at the hemostatic valve. The deployment sheath was cut distal to the filter to maintain access; the filter system was exchanged over a guide wire for a new filter system that was deployed successfully. There is no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient, procedural and product information, which was updated in the appropriate sections. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event.